Event description:
The customer reported that the device was overheating and leaking during a procedure at the user facility. There was no patient impact, no delay, no medical intervention, and no adverse consequences reported. Attempts are being made to obtain additional information.

Manufacturer narrative:
The device was not returned for evaluation, however the reported overheating was confirmed on the associated attachment. The reported leaking was not confirmed, however, submersion of the device may have contributed to the internal corrosion, and may leak from the attachment.

Event description:
The customer reported that the device was overheating and leaking during a procedure at the user facility. There was no patient impact, no delay, no medical intervention, and no adverse consequences reported. Attempts are being made to obtain additional information.